Manufacturer narrative:
Trackwise#: (B)(4). The lot#: 3000332767 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Event description:
N/a.

Event description:
The hospital reported that during a coronary artery bypass procedure, when setting the hst iii system (3.8mm) body, a sticker remained on the delivery device, (the seal remained in the loading device) so they stopped using this product and used another heart string from the same lot. The seal could not be deployed from the delivery device. Seal is not unfolded. During step 1, his hand slipped and he pressed twice. It is said that there was a bit of resistance during step 2. It seems that the stickers were left on the delivery device during steps 3 and 4. There is no peeling/cracking of the seal. There will be no delays in the process. No effect on patients.

Manufacturer narrative:
Tw ID# (B)(4). Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop. H3 other text : device discarded.